Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) unit would not autofill. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
At this time, no service to be performed as the unit has been deactivated from clinical use in accordance with a trade-in on RMA. A supplemental report will be submitted upon completion of our investigation.